Manufacturer narrative:
Other, other text: additional information: d4 is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damage to enclosure, drain fitting, water tank cover, front cover, line cord, and pole clamp. Filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned-on power switch to perform safety/electrical test. The reported issue was confirmed. The root cause of the reported problem was found to be faulty printed circuit board (pcb). The technian replaced (pcb).

Event description:
It was reported that the lcd display was out.